Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ca 19-9 immunoassay results for one patient sample. The initial result was <2.0 u/ml. The repeat results were 10.7 u/ml and 55.7 u/ml. The customer performed a "double fold dilution" and the result was 29 u/ml. Based on this result, the customer believed the result of 58 u/ml was correct and stated they would report this result. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Sample from the patient was submitted of investigation and the customer's results were reproduced. After recentrifugation, the result from the diluted sample matched the result from the undiluted sample. As the customer only had issues with this one patient sample and as the issue was resolved by recentrifugation, a sample specific was assumed to be the cause. The investigation was unable to find a definitive root cause.